Manufacturer narrative:
Manufacturing site evaluation: a piece of tissue with a piece of thread arrived in a bag within a transparent plastic can. The device history records (DHR) were not able to be reviewed as not lot # was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident was not able to be reached due to the sample return condition.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a craniofix absorbabl. Clamp sterile 11mm (part # ff016) was used during an unknown procedure performed on (B)(6) 2021. According to the complainant, some tissue pieces collected after reoperation of patients using craniofix absorbable. Craniofix absorbable has been absorbed, but investigation of the tissue fragments formed in the remaining suture part should be investigated. No patient complications were reported as a result of the event. Although requested, additional information has not been made available. The malfunction is filed under (B)(4).